Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient (pt) critically ill, in cardiogenic shock, reportedly decompensated further once arriving to the ICU. Decision was made for impella cp. Successful impella implant. Initial intrinsic pulsatility very weak, however did improve after initiating support. Pt¿s pressures also improved. During support it was reported that the patient was mechanically ventilated. The pt's clotting factors had been markedly abnormal and nursing staff stated he was ¿bleeding from every line.¿ with the dic, patient required packed red blood cells, cryo, and fresh frozen plasma. This was noted to not be impella related. Additionally, the patient status had improved slightly; however, staff were concerned about his neurologic status-gcs of 5 (suspect possible cva). It was noted that in the last 24 hours, patient had received 17 units of blood products. They started hemodialysis as well. The nurse noted significant bleeding from the impella groin site. An intensivist adjusted the angle of insertion slightly and then resecured it with sutures. This did appear to alleviate the bleeding issue. Ultimately care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related, an intensivist adjusted the angle of insertion slightly and then resecured it with sutures to achieve hemostasis.